Event description:
Healthcare professional reported right side pain and rupture. Device has been explanted.

Event description:
Healthcare professional reported right side pain, rupture, and capsular contracture baker grade unknown. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: red tissue, opening device. Analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side pain and rupture. Device has been explanted.